Event description:
It was reported that, "there was a gap (1.5mm) between the locking ring and metal shell. When the surgeon pushed on the locking ring to fill a gap, the centrax clicked. He felt that the locking was too loose."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.